Event description:
Per (B)(4) adverse event report, the patient was admitted to the hospital with a hematoma. The hematoma was successfully evacuated on (B)(6)2010 and the patient was discharged home in stable condition. All records indicate that the system remains implanted. Should additional information becomes available, this event will be updated. Associated devices: corox otw-s 75/bp, (B)(4), MDR-1028232-2010-01926. Sjm 1570-65, (B)(4). Oscor zy48 rjvsbv, (B)(4).

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The condition of the stop key on the phm (pump head module) is not working properly was confirmed. The reported condition is due to a faulty phm keypad. The phm keypad was replaced to correct the reported condition. (B)(4).

Event description:
During service by baxter on march 18, 2020, a colleague infusion pump was found to contain a malfunction of "stop key" on pump head module keypad not working properly. This event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This is involving a pump with software version 6.13.90 categorized as remediated.